Event description:
It was reported that during a lobectomy procedure, it was observed that the jaw on the device would not open after firing. As the tissue was cut off, they removed the device from the patient through tissue gap. There were no adverse consequences to the patient. Additional information requested.

Manufacturer narrative:
(B)(4). Date sent: 12/26/2024. Additional information was requested, and the following was obtained: was the device locked on tissue with the jaws closed? Yes. If yes, how was the device removed? The tissue was cut off and the device was removed directly. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Unknown. Did the jaws eventually open? No. A manufacturing record evaluation was performed for the device lot e23010029, and batch number e230000038 no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.